Event description:
Please refer to the initial report.

Manufacturer narrative:
The provided device log file was analyzed. On the reported date of event (B)(6) 2018 the device was powered on at 6:19am. The subsequent power-on self-test (post) was successfully completed at 6:23am. Until 2:30pm, when the device was powered off, the unit remained in standby. At 2:31pm the device was powered on again. Post was performed again and was passed at 2:34pm. In the following a therapy was started using man/spont but no patient was connected to the breathing system as no etco2 and no o2 uptake was visible. The user briefly switched to pressure mode, pressure support mode and volume mode before placing the unit in standby at 2:42pm. It can be concluded that for the reported date of event no indications for a device malfunction were found and that no procedure with patient involvement was recorded. Furthermore all records covering the time period from november 9th 2018 till december 10th 2018 were reviewed. No entries relating to a ventilator failure were found. As finally the reported symptom could not be comprehended a determination of the root cause was not possible. The device was tested successfully and was returned to use with no further problems reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the apollo's ventilator failed during a case. The patient was bagged and the case completed. There was no injury reported.